Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. It was reported that the customer experienced high blood glucose (bg) of "low" a specific value was not given. Customer did require third party assistance due to customer becoming unconscious. Third party gave customer carbohydrates to address bg level. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.